Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Additionally, there was insulation damage 25-28cm from the is-1 pin which was consistent with electrocautery damage. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this right ventricular (rv) exhibited pacing impedance measurements greater than 2000 ohms, noise, elevated thresholds and no capture. A revision procedure was performed and fluoroscopy noted that the helix was not extended and could not be extended. Additionally, there was a kink near the suture sleeve with blood infiltration. The lead was explanted and replaced. No additional adverse patient effects were reported.